Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer's blood glucose level was impacted (471 mg/dl). Customer administered a correction bolus. During system check with tandem technical support, customer indicated that the cartridge and infusion set would be changed.